Event description:
Hcp reported "low battery alarm did not activate even though it was enabled, pump stopped delivering drug." The device was explanted and returned to manufacturer for analysis. A follow up report will be sent when additional information is received.